Event description:
A customer reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received. This is second product report associated with the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No complaint sample was received for further investigation. The device history record (DHR) review did not show any abnormalities. No remarks during production and no quality remarks. The custom paks are manufactured in a controlled environment. Dress code and hygienic procedures are in place in order to prevent the risk of contamination. These procedures are checked on a regular basis by qa through in process checks. Custom paks are sterilized through ethylene oxide (eto). The sterilization cycle are checked and released according to validated specifications. The DHR and sterilization batch review did not show any abnormalities. No sample is available. No exact root cause could be identified. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).